Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was loose in the pump. Customer¿s blood glucose level was approximately 200 mg/dl. Reportedly, a new cartridge was loaded to address the issue.